Event description:
Procedure type: bilateral inguinal hernia. According to the reporter: during ambulatory repair of bilateral inguinal hernia, the protective plastic valve (plastic ring) of the spacemaker plus dissector system fell off in the patient. The surgeon retrieved the plastic piece and there was no harm to the patient. No patient injury was reported.

Manufacturer narrative:
(B)(4).